Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia with a blood glucose (bg) nadir of 30 mg/dl after reporting that they had taken a dose of mounjaro while connected to the ilet. The user became unresponsive, and a caregiver called ems. Ems administered treatment and transported the user to the hospital, where they were admitted on (B)(6) 2025, treated with insulin injections and IV fluids, and discharged on (B)(6) 2025. The user has since reconnected to the ilet.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.